Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (15 mg/ml at 0.088 mg/day) and bupivacaine (8 mg/ml at 0.0471 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient had a dye study on (B)(6) 2022 which failed. There were no external factors involved. The healthcare provider (hcp) was unable to aspirate the catheter so they scheduled the patient to have their normal pump replacement plus a catheter revision. The patient stated that they stopped experiencing relief from their pump ¿four years ago.¿ the exact date/month was unknown. Today the hcp opened up the midline incision and tied off the old catheter. They used a new 8780 and entered at l5/s1 then got the catheter tip to t8 with excellent cerebrospinal fluid (csf) flow. They anchored then cut 40 cm off of the new spinal segment and attached the new pump segment to the new pump. They aspirated 1 cc from the catheter access port to confirm patency. The event was resolved. Hcp brought the dose from 4.777 mg/day of dilaudid to 15 mg/ml to minimum rate since it was unknown why the patient had not been getting relief during these 4 years. They planned to increase at future visits. It was noted that the patient was allergic to penicillin and had severe scoliosis and methicillin-resistant staphylococcus aureus (mrsa) precautions.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: ubd: 29-apr-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.